Event description:
Procedure: wedge resection. According to the reporter: anatomy involved: lung. Pre-op diagnosis: malignant lung. Surgeon fired stapler on lung tissue. Some staples were closed correctly, but some didn't close. It caused bleeding and need to suture transection. Sales rep comments (present for case) I guess the reason of this issue is in our device and this lot number should be examined. Did the difficulty result in unintended colostomy, formal laparotomy, re-operation etc.- yes: surgeon needed to suture transection. 1. Unanticipated tissue loss? Yes 2. Unanticipated extension of the incision by more than one inch? 2 cm 3. Unanticipated blood loss of 500 cc'ss or more? No. 4. Was surgical time delayed by more than 30 minutes due to the product problem ? No 5. Device fragment or component falling into the patient's cavity ? No. 6. Device fragment left in the patient? No. Additional information received via email. 1. Was reinforcement material employed? No, just an over-sewing of the staple line. 2. How is the patient currently? Patient has been sent home with no complications. Additional information received via email. 1. What kind of tissue loss was experienced? Additional lung tissue was removed to close the lung after the original attempt failed.

Manufacturer narrative:
(B)(4).